Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 51 mg/dl; cause was not known. The customer was given juice and graham crackers to address the bg customer was discharged from the ER the following day with the issue resolved and no permanent damage.